Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of coronary artery disease. The diameter of the proximal non-aneurysmal aortic neck was 22 mm. Vessel morphology is unknown. It was reported that during the procedure the bifurcated stent graft was pulled into the aneurysm sac necessitating the placement of two proximal aortic cuffs to achieve an adequate seal. A type iii junctional endoleak was successfully treated with an 18 mm diameter x 2 cm length angioplasty balloon. Final angiogram demonstrated a successful outcome with no evidence of an endoleak. No clinical sequelae were reported, and the patient is reported to be fine.